Event description:
It was reported that the device did not detect a slow ventricular tachycardia (vt) episode. If was further reported that the patient coded 15 minutes after the procedure, but the device only showed ventricular sense episodes. When checked an hour later there were sill no tachy episodes and the physician attempted anti-tachycardic pacing with no change of rhythm. It was reported that on the monitor, the patient appeared to be in a slow ventricular tachycardia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.